Event description:
It was reported that the anchor did not deploy properly and got pulled out. An additional hole was made to complete the procedure. No patient injury was reported.

Manufacturer narrative:
One 5.5 footprint ultra pk suture anchor assembly was returned for evaluation. The complaint stated: ¿the anchor did not deploy properly and got pulled out.¿ functional evaluation confirmed that the inner shaft would not engage, advance or retract with the torque limiter. The anchor was returned free from the inserter, nothing was observed to be broken on the body of the anchor. The condition is consistent with the torque limiter having been rotated counterclockwise in excess. This causes the inner anchor plug to disengage from the anchor body. No root cause related to the manufacturing process was confirmed.

Manufacturer narrative:
One 5.5 footprint ultra pk suture anchor assembly reported on. Product was not available for evaluation. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. The complaint could not be ultimately confirmed. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, product knowledge. Influences that could compromise product performance or integrity that are unrelated to manufacture include: unexpected bone condition/density.shallow prep hole. Loss of axial alignment before completed insertion. Unintended separation of anchor from inserter. Unintended damage. The product met predetermined specifications upon release to distribution.